Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net and in clinic for follow up. Device interrogation, revealed noise oversensing sensing on the atrial lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.